Event description:
It was reported that during the pre-test, the injection of sterile distilled water into foley catheter was possible without any problems, but extraction was not possible.

Manufacturer narrative:
He reported event is unconfirmed as the product meets specifications. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314, batch number myjz0962 and manufacturing lot number ngjw2605. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and it rested with no leaks noted. Deflated balloon passively in 1 minute and 39 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the injection of sterile distilled water into foley catheter was possible without any problems, but extraction was not possible.